Event description:
It was reported that the clinical study patient experienced a moderate depressive episode. The patient was admitted to the hospital and was treated with medication. The patient is recovering. Additional information was received that a plan was also made for a separate admission for psychiatric treatment.

Event description:
It was reported that the clinical study patient experienced a moderate depressive episode. The patient was admitted to the hospital and was treated with medication. The patient is recovering.